Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. The patient reported poor telemetry or no telemetry with recharging; poor communication was reported. The last time the patient was able to successfully charge her device was over seven months ago as of (B)(6) 2017. The reason for not charging was that the patient¿s work schedule got busy and her husband got sick. The patient was redirected to follow-up with a healthcare professional (hcp) to address the possible overdischarge. The patient did not have a hcp and was provided physician listings. No symptoms were reported. The issue began in 2016, about seven months prior to (B)(6) 2017. Additional information was received from the patient. It was reported that the patient tried contacting two of the doctors provided by the manufacturer and neither worked with stimulators. The patient found a doctor who does work with stimulators and the patient was scheduled to have the battery replaced on (B)(6) 2017. The inability to communicate had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that because her implant had flipped she was unable to charge. The patient reported that her neurostimulator (ins) was removed on (B)(6) 2017. No further complications were reported.